Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had multiple scope communication errors b30 and e216 error while using multiple scopes. The issue occurred during a diagnostic esophagogastroduodenoscopy procedure. There was an unspecified delay due to the need to switch scopes before one would work without an error; however, the procedure was completed. There were no reports of patient harm and no effect to the therapeutic outcome of the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was advised to clean the socket set (maj-2087) and call back when able to troubleshoot. The customer called back and reported that they were getting delays in the image display, as if it were in slow motion. It was recommended that the customer send in the light source to be evaluated. A supplemental report will be submitted if any additional information is provided by the user facility.